Manufacturer narrative:
The hospital did not return the broken laser fiber piece for evaluation. They returned their video ureteroscope for an issue with the instrument channel. The channel was misaligned and there is an external cut on distal angle cover 40 mm from the tip causing an angle cover leak and debris on the vertebrae. There is a thermal melt mark on distal tip and channel wall is lifted. We cannot confirm how laser fiber broke.

Event description:
Allegedly, the doctor was performing a ureteroscopy with kidney stone removal on patient, when he attempted to introduce laser fiber; it wouldn't pass through the channel at first. Finally, they were able to pass it through, and a piece of the laser fiber broke off into the kidney. They used a wire basket to retrieve broken laser fiber piece and completed the case with no injury to the patient.

Event description:
This is a supplemental. I am correcting manufacturer and manufacturing site. No other corrections made.